Event description:
It was reported following implant procedure that the right ventricular lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.

Event description:
Additional information received noted that the lead failed to capture or sense. Dislodgement was confirmed via imaging.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, failure to sense, and suture sleeve tie down issue. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture, failure to sense, and suture sleeve tie down issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The suture sleeve was not returned with lead for analysis.